Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose of 536mg/dl and diabetic ketoacidosis. Customer also reports that insulin pump was not working due to part of screen was broken and missing. Customer states that as insulin pump was dropped it leads to insulin pump got scratched screen. Further customer states that they can read the screen and insulin was functioning as designed. Insulin pump will be return for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Unit passed the dat test at 0.08770 inches. All operating currents are within specification. No unexpected low battery or off no power alarms noted. Unit passed functional test including displacement test, rewind, basic occlusion, occlusion, prime/compromised force sensor system, and excessive no delivery alarm test. Unit functioned properly. No crack screen or partially broken screen noted during testing. Unit was received with minor scratched lcd window, cracked reservoir tube lip and cracked battery tube threads.